Event description:
It was reported that during a post implant check, prior to discharge, atrial signals were observed in the right ventricle. It was determined that the atrial lead had become dislodged. The lead was explanted and replaced. No patient symptoms were reported and the patient was in stable condition following the procedure.

Manufacturer narrative:
(B)(4).